Manufacturer narrative:
Failure analysis on the returned battery shows that the complaint is duplicated. Root cause is failure of battery assembly. The battery will be returned to manufacturer for failure analysis.

Manufacturer narrative:
G4:10dec2021. B4:04feb2021. The bio-med found another battery during his repair on this unit that is failing, lot code m90818-p1, serial number (B)(6). The bio-med replaced the battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10dec2020. B4:01feb2021. The field service engineer (fse) reported that issue was found during setup for patient use. The field service engineer (fse) replaced the battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported the battery will not charge. The unit was in use on a patient, but there was no patient or user harm.